Event description:
Patient's wife reported patient has the following affected lot numbers from recall(29 unopened and 4 already mixed): (B)(4), expiration dates unknown. Patient has no cassettes with unaffected lot number. Patient is due for next cassette change this afternoon at 3 pm. Unspecified which lot number patient is currently using. Patient is experiencing additional stomach aches since last mix. Patient currently has about 11hours left on infusion. Nearest hospital with veletri is about 3 hours away per wife. Pharmacy attempting to courier cassettes but advised wife that if order will not make it and patient continues to experience side effects or they worsen to seek medical attention immediately. Also informed her to quarantine affected cassettes for return. Product lot number and expiration date were systematically retrieved from the dispensing system. No further info known. Pump return tracking info is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of pump when alarm occurred is not applicable. No add'l info is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? No; if no, what was the pt instructed to do in able to continue their infusion? Go to ER. Is the infusion life sustaining? Yes; what is the outcome of the event? Ongoing at time of report. Reported to cvs/caremark by pt/caregiver.